Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6), device evaluated by MFR.: mustang 6.0 x 100, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 43mm in length and extended from a position 45mm distally of the proximal markerband to 3mm proximal of the distal markerband. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.